Event description:
Pt presented with low flow alarms, was admitted to cticu started on inotropes and subsequently taken to operating room on (B)(6) 2022 for hm2->hm3 pump exchange for suspected vad inflow occlusion, thrombus. (B)(6). FDA safety report ID# (B)(4).